Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) ¿failed for closing.¿ there was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with stopcock open, and the procedure sheath was observed on the catheter shaft, covering the balloon¿s proximal tip as received. The sealant and advancer tube were found to have been remain inside the outer shuttle cartridge tubing, and the sealant sleeve was also observed remain in the manufactured position, which indicated that the device had not been inserted into the existing procedure sheath yet. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification revealed that there was no saline in the balloon of the returned device, and that the balloon¿s distal tip was severely inverted which indicated that excessive tension was applied on the device during pullback. A product history record (phr) review of lot f1825703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since it was received with the sealant sleeve still in its manufactured position. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the device showed no sign of attempting deployment as evidenced by the sealant sleeve still being in its manufactured position, or even prepped as evidenced by lack of saline in balloon lumen. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) ¿failed for closing¿. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1825703 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1825703 presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) ¿failed for closing¿. There was no reported patient injury.